Manufacturer narrative:
The self-test was performed in an attempt to duplicate the customer reported issue that the device was experiencing drug dosage incorrectly being delivered. The reported issue was not confirmed through testing, the device passed all tests. In addition to the above complaint by the customer, the visual inspection was done, and a damaged fluid shield and rear case were found. Pump passed all tests. No probable cause can be determined for the reported inaccurate over delivery, as the device passed all tests. The probable cause for the damaged fluid shield and the rear case is physical abuse.

Manufacturer narrative:
The device has been received by the manufacturer for further evaluation. As additional information is received, a supplemental report will be submitted.

Event description:
It was reported that the device, involved in the event, experienced a drug dosage incorrectly delivered event. There was patient involvement; however, no harm to the patient was reported. No additional information was available at this time.